Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had hardware low level failure alarm. The customer's blood glucose was unknown. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The self test was performed and the test was failed. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.